Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose level above 500 mg/dl. Customer was treated with fluids and insulin and released from the hospital on (B)(6) 2018 with no permanent damage. Reportedly, the pump unexpectedly shutdown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.